Event description:
The customer reported that there was a wet spot on patient's bed and troubleshooted all the connections points and found no leaks. While turing the patient 20 minutes later the user noted a drip of fluid from a hole in the IV set.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection observed a cut/tear in the tubing approximately 8.5¿ from the distal male luer. Functional testing was not performed. The tubing was damaged and would have leaked immediately upon priming. The cause of the leak was identified as a cut/tear in the tubing. The root cause of the cut/tear is unknown.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.